Event description:
It was reported that the customer had a motor error on her insulin pump. Her blood glucose was 354mg/dl at the time of reporting. The motor error reportedly occurred during rewind. During troubleshooting, the customer was unable to complete the rewind sequence. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, and prime tests. The device received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.